Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) USA alleging that her onetouch verio 2 meter was reading inaccurately high compared to feelings/normal results and in comparison to a doctor's meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged product issue began at 6 pm on (B)(6) 2019. The patient alleged that she obtained an inaccurately high blood glucose result of ¿122 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient also stated that 5 minutes after obtaining the "122 mg/dl", she obtained "99 mg/dl" on a doctor's meter. The patient reported that she manages her diabetes using ¿prandin 0.5 mgs and trulicity 0.75 mgs, she stated that she made no changes to her normal diabetes management. The patient alleged that around 5 days after the meter issue began, she developed symptoms of ¿hypoglycemia, light-headed, and sweating extremely¿, which she self-treated by consuming more food/drink. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure, the test strips were stored correctly and had not expired. Csr noted the patient had no control solution. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.